Event description:
Philips received a complaint on the defibrillator indicating that during preventive maintenance, the shock tests at 200j with and without battery were not correct because they were beyond the recommended limits. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.